Event description:
It was reported by service report hat the bed was stuck in high height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - lift power coil cable.